Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned bearing found signs of use (nicked, gouged, pits) and the dovetail feature is flared. Examination of the tibial tray found surfaces scratches and nicks/gouges. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007502 62870376 tibia cemented 5 degree stemmed right size f 42502006802 62613522 femur cemented cruciate retaining (cr) narrow right size 10. Report source: foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per package insert, persona the personalized knee system: disassociation is a known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s right knee was revised approximately four years post implantation due to dislocation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.